Manufacturer narrative:
A general reagent issue can be excluded. A product problem was not identified. The investigation determined the event was due to pre-analytical handling issues at the customer site.

Manufacturer narrative:
This event occurred in (B)(6). The sample was milky in appearance and the alarm trace contained several sample clot messages suggesting pre-analytical handling issues. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant low results for 1 patient sample tested for elecsys ca 19-9 (ca 19-9) on a cobas e801 module. The initial result was > 1000 u/ml with a data flag. The sample was repeated 4 times with results of: 271 u/ml (1:100 dilution), 343 u/ml (1:2 dilution), 1000 u/ml with a data flag and, 1000 u/ml with a data flag. No questionable results were reported outside of the laboratory. The ca 19-9 reagent lot number was 48312301 with an expiration date of 31-dec-2021.